Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the side arm, which prevented the balloon from holding pressure. A search of the complaint handling database was performed and no other incidents were identified from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The probable cause of the hub leakage was related to the adhesive material used during the component bonding process. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during dilatation in the anterior tibial artery, the 2.5x20 armada 14 balloon was inflated to unspecified atmospheres. An attempt was made to deflate the balloon but the balloon did not deflate. An attempt was made to increase the inflation pressure to rupture the balloon; however, the balloon did not rupture. A guide wire was advanced to puncture the balloon. There was no adverse patient sequela and no clinically significant delay in the procedure due to the device issue. No additional information was provided.